Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30949. It was reported the patient underwent surgical intervention on (B)(6) 2020 to replace the patient's ipg. During the procedure, the physician discovered that the previous ipg was explanted and the lead was cut on an unknown date for an unknown reason. As a result, the physician explanted the remaining portion of the lead and implanted the patient with a new scs system. Effective therapy was established post-op. No additional information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction in section e: the initial reporter previously reported in the initial report has been changed due to additional information received.